Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited force sensor error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the right plunger case was broken. The bottom case had seal damage. Both tamper seals were broken. There was evidence of the error recorded in the event history log. The customer reported problem was duplicated. The force sensor cable was damaged, which in turn shorted out something on the main board. This was due to impact/damage by the customer. For corrective action, the force sensor and main board were replaced. The root cause of the reported issue was traced to the customer. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).